Manufacturer narrative:
A sample device was not received for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested the manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that a patient had an unexpected hyperopic refractive outcome after having an intraocular lens (iol) implanted. In a follow up, a surgical coordinator reported that approximately 5 months after the initial implantation of the iol, the lens was exchanged. Additional information was requested.